Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was showing wrong client details. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had client details shown on two different room places, one correct and other one was wrong. A field service engineer (fse) verified the device and identified that the issue was related to earlier carefusion coordination engine (cce) interface issue. The fse advised the user to manually discharge extra patients. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was showing wrong client details. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.